Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The high blood glucose was 500 mg/dl. The low blood glucose was 66 mg/dl at the time of incident. The current blood glucose level was 66 mg/dl. The other relevant blood glucose was 50 mg/dl, 60 mg/dl. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.